Event description:
This case was reported by a consumer and described the occurrence of macular degeneration in a patient who used poligrip (super poligrip denture adhesive cream) for loose dentures. The consumer contacted the manufacturer regarding a product inquiry. To praise the product and to make a product complaint. A physician or other heath care professional has not verified this report. Concomitant medications include super wernet's denture adhesive powder and super poligrip denture adhesive powder. In approximately 1998, the patient started using poligrip. In 2001, the patient was diagnosed with macular degeneration. In addition, the patient experienced a cataract in one eye and underwent cataract surgey in 2003. The event of macular degeneration is unresolved. Treatment with the poligrip is continued.